Event description:
It was reported that during routine check , the cardiosave intra-aortic balloon pump (iabp) units power cable was jammed in the reel. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The getinge fse restored the correct position of the cable in the correct housing to resolve the reported issue. The unit passed all functional and safety testing to meet manufacturer specifications. The unit was cleared for clinical use.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units power cable was jammed in the reel. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.